Event description:
An altitude alarm was reported on the customer's pump. The customer experienced high blood glucose levels, but the specific value was unknown as only "high" was displayed. To address the issue, the customer administered a correction bolus via the pump. Technical support instructed the caller to clean the speaker holes, reconnect the cartridge, and wait, which resulted in resuming insulin delivery. The altitude alarm did not recur after these steps, and the pump resumed normal operation. Technical support provided additional tips to prevent future altitude alarms, which the caller acknowledged.